Event description:
While the doctor was attempting to deploy a renal stent to the proximal right renal artery, the stent came off the balloon delivery system. Doctor was able to snare the stent and bring it to the left iliac artery, but unable to pull it through the sheath.